Event description:
It was reported at a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure there were observations of high, out-of-range shock lead impedance measurements measuring, greater than 400 ohms. Technical services was contacted, and they suspected it was a connection issue. The lead was re-inserted prior to pocket closure, and all measurements were within normal range. No adverse patient effects were reported.

Event description:
It was reported at a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure there were observations of high, out-of-range shock lead impedance measurements measuring, greater than 400 ohms. Technical services was contacted, and they suspected it was a connection issue. The lead was re-inserted prior to pocket closure, and all measurements were within normal range. No adverse patient effects were reported.

Event description:
It was reported at a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure there were observations of high, out-of-range shock lead impedance measurements measuring, greater than 400 ohms. Technical services was contacted, and they suspected it was a connection issue. The lead was re-inserted prior to pocket closure, and all measurements were within normal range. No adverse patient effects were reported. This supplemental is being filed as additional information was received which reported the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. Subsequently, the system was explanted. No additional adverse patient effects were reported.